Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿issues completing preventative maintenance (pm)¿ was confirmed. Further inspection found the downstream occlusion (dso) seal was detached. Replaced the dso seal. The device passed all functional and delivery tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿issues completing preventative maintenance (pm).¿; during device evaluation it was found the downstream occlusion (dso) seal was detached. There was no patient involvement.